Event description:
Upon receipt of the device, the user reported the cardioplegia monitor would not power on. The field service representative stated the issue was due to a defective circuit board. The circuit board was returned for evaluation. Since the event occurred prior to the onset of cardiopulmonary bypass, there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.